Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill past 9.8 units of insulin in the tubing. Reportedly, the customer attempted to resolve the issue by resetting the pump. Tandem technical support assisted the customer in performing the load sequence. Customer was successfully able to load the cartridge and resume insulin delivery. There was no known impact to the customer's blood glucose.